Manufacturer narrative:
Evaluation:method - medical review.results - medical review - review of this file indicates that the surgeon corrected distance vision for this eye but patient wanted better reading or near vision. The surgeon exchanged the power of the lens to target more myopia which resolved the problem. This event was not caused by any malfunction of the device rather, due to patient's choice.(B)(4).

Manufacturer narrative:
(B)(4). Evaluation: method: work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to the patient not liking her vision outcome. The patient was not happy with her reading vision, and there were no complications related to this event. The icl was explanted with no complications and another same model lens, but different diopter (-8.50) was implanted. The reporter indicated the surgeon felt this event was more of a patient issue/choice and was not related to the icl.